Manufacturer narrative:
The aware date submitted in manufacturer report #3007566237-2013-01376 was the correct aware date for the entirety of the event, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Final analysis of the pump found an alarm anomaly due to a resonator anomaly. The initial alarm test failed with 68.9 db and inspection of factory works reported that the initial alarm test had passed with 82.4 db. Per difficult telemetry complaint, standard telemetry testing was performed with typical passing results. The pump passed other non-destructive testing including flow testing. During the initial destructive analysis, the resonator appeared to be free of any cracks that are usually associated with a failing alarm test. The only possible anomaly found was a striation on the surface of the resonator that traveled across the disk. It was not known if this is related to the alarm failure or not. Alarm waveform testing was also performed with a passing result. Final destructive analysis was performed and pump components were thoroughly inspected showing no additional significant anomalies to be determined as the root cause for the field stalls and recoveries.

Event description:
Upon further review, it was found that this event had also been reported in manufacturing report #3007566237-2013-01376. The previously submitted information in that report was: "it was reported that the pump alarm was heard. Upon interrogation, there were multiple motor stalls and motor stall recoveries that were recorded in event logs beginning in (B)(6) 2013. On (B)(6) 2013 a stall occurred and recovered 5 minutes later. On (B)(6) a stall occurred at 7:36 and recovered the same day at 7:57. It was noted that the stalls were occurring approximately every hour on the hour. The patient had not experienced any adverse symptoms at that time. The pump system was delivering hydromorphone and bupivacaine. Additional information has been requested, but was not available as of the date of this report."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The date the manufacturer was made aware of the event was previously incorrectly reported. The aware date was reported as (B)(6) 2013, but the new information showed the aware date was (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the motor had stalled six times, but had recovered on its own each time. It was also stated that interrogation of the pump was very difficult and had been since implant. The pump was replaced and the patient went home the same day as the surgery. After surgery, it was found that the patient was sleeping on a bed designed for pain which had several magnets in its components. The patient had not experienced any withdrawal symptoms and was doing well on the day of report. The device system was infusing morphine and bupivacaine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.